Event description:
Customer discovered that while ventilator was cycling on a patient, ventilator started having 02 delivery problems. Ventilator was taken off patient. The biomed is still evaluating the ventilator and the defective part is unknown. There were no patient injuries.